Event description:
Caller reported that the pump battery would not charge and attempts to resolve the issue by changing wall outlets and using different adapters and cables were unsuccessful. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.